Event description:
It was reported that prior to generator changeout procedure, it was found that the right ventricular lead was failing to capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.